Manufacturer narrative:
Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the trigger was broken on the small battery drive device. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was incorrect in the initial report. The device manufacture date has been updated from 8/28/2015 to 6/15/2016. The UDI has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from (B)(4). The UDI has been updated accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further that the motor seized, jammed and was moving heavy. It was determined that the device had no function. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.